Manufacturer narrative:
Concomitant medical product: sdr303b ipg implanted: (B)(6) 2007.

Event description:
It was reported that the right atrial (ra) lead had insulation damage at the connector to lead body strain relief area. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.